Event description:
During a laparoscopic appendectomy, on the second firing, the surgeon felt some resistance. Preesure was applied on the firing mechanism until a loud crack was heard and the handle of the instrument broke. A new instrument was opened to complete the procedure without any adverse consequences.

Manufacturer narrative:
Evaluation summary: one instrument was returned with the handle opened at the release button area and loaded with a cartridge that was noted to have a wedge band bypass; the right side was noted to have 2 drivers up and the left side 3 drivers up; in addition, the lockout tab was noted to be damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the instrument. Caution: the firing stroke must be completed. Do not partially fire the instrument." No functional test could be performed as the firing mechanism was damaged. When disassembled, all firing trigger teeth were noted to be broken.